Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a defective charge-coupled device (ccd); no image was noted on testing of the device. Additional evaluation findings are as follows: leak noted under the scope cover boot/light guide tube; chip at problem surface was noted; crack of adhesive on bending section cover noted; 3 broken elements noted; customer sticker noted at the body control unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported to olympus that during an endobronchial ultrasound (ebus), an ultrasonic bronchofibervideoscope presented no image. No error message was observed. The procedure was performed under anesthesia. The event was prolonged due to having to retrieve another device. No harm was done to the patient. The physician was able to complete the procedure without further problems. No additional information is available at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that the failure of charge-coupled device caused the image function not to work properly and the image to be projected. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.